Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7072330.

Event description:
It was reported that the patient was experiencing more pain from stimulation therapy and was not getting an adequate pain relief despite multiple reprogramming attempts. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead were not returned as they were kept by the medical facility.